Event description:
The customer reported the system booted up but failed to fluoro.

Manufacturer narrative:
The customer cancelled the service call. Therefore, no conclusion can be made. However, there were no reports of patient injury.